Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that after the customer inadvertently dropped the pump, the touchscreen became cracked and unresponsive. There was no adverse impact to the customer¿s blood glucose level. Customer reverted to an alternate pump for insulin therapy.